Manufacturer narrative:
This device was used for treatment, not diagnosis. Yun, h., lee, y., kim, k., yun, s., (2015), use of auxiliary locking plates for the treatment of unstable pertrochanteric femur fractures, orthopedics, 38(5), 305-309 ((B)(4)). This report is for an unknown plate. Unknown part number, UDI is unavailable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: yun, h., lee, y., kim, k., yun, s., (2015), use of auxiliary locking plates for the treatment of unstable pertrochanteric femur fractures, orthopedics, 38(5), 305-309 (south korea). Between (B)(6) 2011 and (B)(6) 2012, a total of 22 patients with a mean age of 78.8 years (range, 65-87 years) underwent surgery and were enrolled in this study. All patients were followed for a minimum of 1 year. The male/female ratio was 14/8. Pertrochanteric femur fractures were identified in these patients and in unstable cases in elderly patients locking compression plates were used to achieve reduction prior to intramedullary nailing with a competitor's product. The results were all delayed unions healed spontaneously, three nonunions and these patients refused further treatment, and there three cases of plate or screw failure. Patient 2 - 67 year male - plate breakage. This is report 1 of 3 for (B)(4). This complaint involves 1 device.